Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed the no image issue. When the glidescope video baton 2.0 large was connected to a known, good, test monitor, the video baton 2.0 was not recognized. The technical service representative also observed that the video baton's hdmi connector showed evidence of wear. The camera image quality test was performed and failed. The technical service representative attributed the no image / intermittent image issue to baton failure. Since the customer's glidescope video baton 2.0 large had been replaced, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would go in and out whenever the core smart cable was manipulated. The customer was able to isolate the intermittent image issue to the video baton 2.0. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.